Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including roto cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that approximately five months following bilateral lasik, the patient presented with unexpected refractive outcome in both eyes. The patient reported blurred vision at distance. Per the optometrist, the patient went from being hyperopic to myopic. Additional information has been requested. There are two medical device reports associated with this event this report is for the left eye.